Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v833497, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v833497, implanted: (B)(6) 2011, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v802373, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
A manufacturing representative reported the patient had their implantable neurostimulator (ins) removed and replaced with two single channel ins. The ins was replaced due to the patient not receiving therapy adequately and the second lead in the patient's brain hemisphere had no benefit. The patient's indication for use was parkinson's dual and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.